Event description:
Using standard technique and prep an fr introducer was insertedinto the patient's right internal jugular vein using the seldinger technique. The opticath catheter was then inserted after standard procedure of flushing connectors and inflating the balloon before and after transversing the sheath. It was soon noted that the catheter did not appear to enter the right ventricle and was removed. In the process of removing catheter through the introducer, a drag was felt. The physician noted that the balloon was absent from the tip of the catheter. The introducer was removed and dismantled in an unsuccessful search for the balloon. Patient under went a venogram in an attempt to locate the balloon. Multiple aspirations were performed without recovery of balloon.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.